Event description:
On (B)(6) 2013, the lay user/patient¿s daughter contacted animas to report that the patient¿s blood glucose (bg) had been running high for a few days and she wanted to review the pump. It was initially noted that the reporter stated that the patient¿s bg had been running in the ¿350-400 mg/dl¿ range all day that day but the call then disconnected. It was noted that the reporter called back and left a message stating that the patient¿s blood glucose had been running above 400 mg/dl all day that day and she wanted to run ¿diagnostic tests¿. During a follow-up call with the reporter, the patient¿s daughter stated that the patient had been in the emergency room the evening prior due to ¿stomach issue¿, unrelated to the high bg value(s). At the time of the call, the reporter claimed in response to high bg she changed out the patient¿s site earlier that day and gave a correction with an insulin syringe. It is not known if the patient¿s bg responded to the correction and/or site change. The reporter was unable to provide additional information or review/troubleshoot the subject pump. Customer services attempted to reach the reporter multiple times for additional information; however, were unsuccessful in their attempts. This complaint is being reported based on the indication that the patient developed signs/symptoms suggestive of hyperglycemia and insulin pump use could not be ruled out as a cause or contributor to the event.